Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data logs show that the parameters were stable throughout the case. Based on data log and clinical review, the root cause of the optical signal issue is most likely due to the patients condition. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, an alarm was triggered due to a low minimum value of the position detection signal,. However, device positioning was confirmed to be appropriate via fluoroscopy and ultrasound. The device remained in use without causing any harm to the patient.